Event description:
Outlook 400es was sent to biomedical engineering with the complaint that the safety clamp would easily fall out of the pump head mechanism. When this happens, there is potential that the safety clamp will not close off the tubing, thus allowing potential for free flow of an infusion. It appears that there are (2) metal tabs that assist in retaining the slide clamp into the pump head mechanism and also ensure the clamp closes when tubing is removed. Those tabs appear to be either slightly worn or bent, allowing the tubing set to fall out of the pump.